Manufacturer narrative:
The insulin pump passed displacement test. Unit was received with completely broken reservoir tube lip, missing reservoir tube o-ring and broken battery tube threads. Unable to perform displacement test and reservoir unable to lock into place due to completely broken reservoir tube lip and missing reservoir tube o-ring

Event description:
The customer reported via phone call that the insulin pump was damaged at reservoir compartment and o ring. Customer¿s blood glucose level was 200 mg/dl. The customer was advised to discontinued the insulin pump and revert to backup plan. The device will be returned for analysis.